Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not responding sounds since 2 weeks. No trauma or accident has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. In addition a complete insertion of the electrode array could not be achieved at implantation. One channel was left outside of cochlea. No information about possible re-implantation has been made available yet.

Event description:
The user is no longer responding sounds since august 2018. No trauma or accident has been reported. A date for surgery has not yet been made available.